Manufacturer narrative:
The received medwatch did not provide any information to identify which ltv ventilator was involved, so as a precaution, the medwatch has been applied to each of the reported complaints by the customer, but it is understood that there was only one patient involved incident. Any additional information provided by the customer will be included in a follow up report. (B)(4). The customer reported that the ventilator was evaluated on site by the hospital's biomedical department. The ventilator did alarm ventilator inoperable (inop), as it should have, and was unable to silence. The ventilator operating from internal battery with a full charge operated for 11-15 minutes. The unit then showed "low battery" as expected, but only for about 30 seconds to 1 minute. The unit alarmed battery empty and within the next minute powered down completely. At this time, carefusion has not received the suspect device/component for evaluation. Based on the customer's reported information, it is suspected that the customer's off-label use of the device is contributing to the reported issue. Per the manufacturer's instructions for use, an external battery source is required when using the ventilator when performing a transport of a patient. The customer's reported details indicate that they were only utilizing the internal battery of the device during transports.

Event description:
It was reported to carefusion that model lap top ventilator 1200 was unplugged, placed on a patient for transport and immediately alarmed ventilator inoperable (inop). The customer reported that they believe the internal battery was not maintaining a full charge and contributed to the event. At this time, it is unknown if there was any patient harm or injury associated with the reported event.

Manufacturer narrative:
Results of investigation: carefusion was able to duplicate the customer's reported issue. All testing was performed using a good known test ac adapter as well as a good known test patient circuit. When the ventilator was plugged in with an ac adapter, the ventilator displayed an amber charge status. After 8 hours of charging, the charge status led displayed solid green. The ventilator failed a 40 minute battery duration test from the ltv service manual. The internal battery lasted 33 minutes. The ventilator passed 95 hours of extended tests at the customer¿s settings. The ventilator failed the peep pilot pressure test from ltv final test with slight non-conformities with the accumulator leak. This slight non-conformity does not affect the way the ventilator ventilates. Carefusion replaced the internal battery to address the customer's reported issue.